Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the distal side of the stent was damaged. The procedure was completed with another 3.00 x 16 synergy drug-eluting stent. There were no patient complications reported.